Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Reporter is an attorney.

Event description:
Patient was revised to address pain in groin. Metallosis was seen in tissue. Doi: unk - dor: (B)(6) 2011 (right hip). Update: 8/12/13 - litigation papers received. Litigation alleges discomfort. Date of implant and correct side have been provided. Update rec'd 12/13/13 - pfs and medical records received. Part/lot was provided. The correct dor was provided. Revision operative notes indicate a pseudotumor and metallosis. Update ad 04 may 2018 receipt of ppf and implant sticker sheet. Ppf alleged pseudotumor, metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.